Event description:
Related manufacturer reference number: 2017865-2024-69740. Related manufacturer reference number:2017865-2024-69743. Related manufacturer reference number:2017865-2024-69745. It was reported that the patient presented for a scheduled procedure. Both the atrial leadless pacemaker (lp) and the ventricle leadless pacemaker (lp) were successfully implanted and achieved acceptable measurements. 12 hours after the procedure a repeat device check was performed and all values were accepted however, the patient had pre-syncopal symptoms. An echo was performed showing evidence of a pericardial effusion (a small effusion was noted prior to the procedure). The patient was brought to the lab and the effusion was successfully drained with no further accumulation noted over the course of the day. Both devices remain implanted. Further information was requested however, was not provided.